Event description:
The pt received two leads with the same lot number. It was reported the pt did not have stimulation coverage. The sjm representative met with the pt for reprogramming, but noted there were multiple contacts with invalid impedance. It was reported one lead was able to provide some coverage, but the other lead was not able to provide any stimulation. It was reported the next course of action was to have an x-ray performed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.